Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a nerve test done last month, which they think might have messed with their implanted battery because the doctor told them that there's a computer glitch, and the patient said that the battery inside their chest, started beeping, the implanted battery is buzzing on their chest. Patient also mentioned that ever since they had the nerve test, the battery goes down 10-15% per day. Patient also reported that today, the therapy shut off all of a sudden even if the implantable neurostimulator (ins) is at 60%, and it took them 10 minutes to reconnect and turn the therapy back on. Patient stated that they started shaking, and knew that the battery was completely off, and it took them a while to get reconnected to the therapy screen. Patient denied having falls or accidents that could damage the ins. Agent redirected the patient to the hcp to further address the issue,

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reiterated information that patient had an emg test, the implantable neurostimulator (ins) was not turned off and patient felt buzzing in their chest. Since the emg, the ins has randomly turned off 3 times. Rep stated that patient's husband checks the ins and sees it is off. Rep also stated that patient reported they know the ins is turning off because they are tremoring through the day.